Event description:
Additional information was received reporting that no causes or contributing factors for the failure to open were identified. The p ipeline failed to open in the distal section. The pipeline had not been placed in a vessel bend when it failed to open. No additional steps or other devices attempted to open the pipeline. It was asked but unknown if there was a device issue with the phenom.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline stent's tip end could not be opened. The patient was undergoing aneurysm flow diversion therapy surgery for treatment of a saccular, unruptured ophthalmic artery segment aneurysm. It had a max diameter of 5 mm and a 4 mm neck diameter. The landing zone was 7 mm distally and 8 mm proximally. The access vessel was the femoral artery with a diameter of 8 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered at a normal platelet reactivity units (pru) level. The angiographic result post procedure was of a ophthalmic artery segment aneurysm. It was reported that the flow-diverting stent used was ped-450-16. After the phenom 27 microcatheter was positioned, the tip end of the stent could not be opened. Multiple attempts at withdrawing and redeployment were unsuccessful. Considering patient safety and the stability of stent redeployment, the shapeable microcatheter and flow-diverting stent were replaced, and the procedure was completed successfully. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. Ancillary devices include a navien intermediate catheter and a phenom 27 microcatheter.